Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): s395946 320-42-00 - 145-deg pe 42mm hum liner +0. A325296 300-30-12 - equinoxe preserve stem 12mm. A497936 320-10-00 - equinoxe reverse tray adapter plate tray +0. A499125 320-15-05 - eq rev locking screw.

Event description:
As reported by the equinoxe shoulder study, the patient had an initial right tsa on (B)(6) 2023. The patient presented on (B)(6) 2023 with a type 2 scapular spine fracture. The patient noticed increased pain after a sudden increase in activity to clean up after storm, acromion fracture with angulation. The case report form indicates that this event is unlikely related to device and definitely related to procedure. Outcome is continuing. Due to clinical study, no devices will be returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.